Event description:
It was reported the patient was treated with the prostiva in 2009. It was positioned at approximately the 4 o'clock position just beyond the bladder neck inside the bladder. The physician confirmed that according to his notes he was using the 12mm antennae setting for all of the lesions placed at the bladder neck. He presented to the ER with urine retention and was catheterized with low volume. His symptoms were that he couldn't urinate but felt like he had to pass gas so would go sit on the stool and it then appears he 'pees' out thru his rectum. It appears there is a good potential for there to be a fistula somewhere - between bladder and colon isn't uncommon. In 2008, during a cystoscopy of the patient, the physician had located the possible culprit at the bladder neck showing signs of a hole: vesical-colo fistual (suspected). There was also evidence of catheter cystitis. A supra pubic catheter was placed in 2009 to divert urine; the bladder was emptying out of that and not the rectum. The physician was hopeful that the fistula would heal given some time. The rep understood that the physician's hypothesis was that at that particular lesion site the antennae were deployed into the bladder neck tissue and one of them came out the other side into the bladder and caused the fistula. It was his understanding also that the patient's bladder was not empty during the treatment.